Event description:
It was reported that while using bd facscalibur¿ biohazardous waste leaked outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter, translated from japanese to english: liquid leaked from the nozzle of unit 8 4/13, 14 and there was a liquid leak from the nozzle. There is no problem with the measurement, and there are currently no symptoms. The user has confirmed that the dripping is currently stopped. It seems that the dcm tube has deteriorated over time. Please confirm the safety check below. 1. Was the leak fluid or air? Fluid . 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
After further review MFR#(B)(4). Is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscalibur" biohazardous waste leaked outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: liquid leaked from the nozzle of unit 8 4/13, 14 and there was a liquid leak from the nozzle. There is no problem with the measurement, and there are currently no symptoms. The user has confirmed that the dripping is currently stopped. It seems that the dcm tube has deteriorated over time. Please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No.